Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
The gastrointestinal videoscope was returned to olympus with a reported complaint of the bowden cables were too loose; this does not indicate an MDR reportable event. However, an MDR reportable failure was found during testing at the service center, the distal end of the gastrointestinal videoscope was corroded. There were no reports of patient involvement.